Event description:
It was reported that the system controller illuminated with a yellow wrench symbol when the power source on the black cable was changed. The system controller was exchanged. The alarms resolved with the exchange.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: it was reported that the system monitor showed replace backup battery recorded in the history. Log file indicated a backup battery fault occurred with the black power cable disconnect events. The backup battery was exchanged but the same event was reproduced. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: stripped backup battery screw the reported event of a backup battery fault alarm while disconnecting the black power cable was confirmed and reproduced. A review of the downloaded log file spanned approximately 3 days (B)(6) 2022 ¿ (B)(6) 2022 per time stamp). Throughout the entire log file when the black power cable was disconnected, a backup battery fault alarm activated due to a test circuit fault. The alarm would clear each time after the black cable was reconnected. The driveline was disconnected on (B)(6) 2022 at 17:21 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial (B)(6), was tested and the backup battery fault was reproduced. Visual inspection of the connector on the ribbon cable that mates to the backup battery revealed that the crimp on the socket that mates with pin 11 of the backup battery was wider than the rest. The ribbon cable was replaced to continue with testing. The root cause for the reported event was determined to be a wide crimp on pin 11 of the backup battery ribbon cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to handle properly interpret and troubleshoot backup battery alarms. Heartmate 3 instructions for use (rev. A) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.